Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted image appears to display implant rod fracture. X-ray review: post-op x-rays and camera images of broken rod from long segment thoracic-lumbar fusion show a unilateral fractured rod. No lateral imaging is provided to demonstrate the sagittal deformity. Hardware placement appears appropriate. "Pre stress" of the rod and fracture of fusion at the deformity apex may contribute to rod fracture.

Event description:
It was reported that the patient underwent posterior instrumentation at t8-l5. Post-op, the rod breakage was observed on (B)(6) very close to l4-5 and s1. Hence, a revision surgery was performed to explant the broken rod and then double titanium rod was implanted.

Manufacturer narrative:
Product analysis- visual review confirmed rod breakage. Optical examination of the fracture surface found damage and smearing. The fractures were fairly flat with only a slight shear lip. This type of fracture is more consistent with cyclic fatigue than a sudden overload. No additional information can be obtained to the on fracture surfaces due to as received condition. Dimensional inspection of rod diameter in several areas confirmed conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. It was unable to definitively determine a specific root cause of the foregoing event from the available information. X-ray review: multiple x-ray images for t8-l6 were provided. Rod fracture was identified at l2-3 level. Fracture at 5 years post surgery and 1.5 years, post revision by report likely caused is failure of bony fusion at mobile lumbar segment. Over contouring of rod is also mentioned in report. If information is provided in the future, a supplemental report will be issued.